Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The first closure device was deployed in the laa, but did not meet release criteria. This device was fully recaptured and removed from the patient. While preparing a new device to be used, it was noted on transesophageal echocardiogram imaging that a thrombus had formed on the was. The thrombus was on the right atrium side of where the transseptal puncture was performed. The physician decided to continue to the procedure after this was noted. The procedure was successfully completed with the second closure device being implanted in the laa of the patient. The was was removed from the patient and there was no thrombus present. The patient was stable and doing fine following these events.